Manufacturer narrative:
Citation: bianco v et al. Open surgical access for transfemoral tavr should not be a contraindication for conscious sedation. J cardiothorac vasc anesth. 2019 jan;33(1):39-44. Doi: 10.1053/j.jvca.2018.05.036. Epub 2018 may 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes after using monitored anesthesia care during transcatheter aortic valve replacement with surgical cutdown for femoral arterial access. All data were collected from a single center between july 2015 and november 2017. The study population included 282 patients (predominantly female; mean age 83 years), 144 of which were implanted with either a medtronic evolut r bioprosthetic valve or a medtronic evolut pro bioprosthetic valve. No serial numbers were provided. Among all patients, 6 in-hospital (operative) deaths occurred. However, multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation for complete heart block (42 cases), post-operative stroke (13 cases), and moderate paravalvular leak (13 cases). Other adverse events included: major vascular complications defined as left ventricular rupture requiring sternotomy/repair (1 case) and pulseless leg requiring operative intervention with femoral and popliteal embolectomy (1 case), and minor vascular complications defined as femoral artery endarterectomy (3 cases), iliac angioplasty (2 cases), and common femoral angioplasty (1 case). Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.